Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter read inaccurately high in comparison to results obtained on another device. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2017 at ¿03:30 ¿ 4:00pm¿ she obtained results of ¿130 and 147mg/dl¿ on the subject meter which she felt were inaccurately high in comparison to a result of ¿45mg/dl¿ obtained on an emergency medical services meter (ems). Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages her diabetes by self-adjusting her insulin doses and stated that on (B)(6) 2017 at 01:00pm she had administered her usual dose of ¿24 units of humalog insulin¿. The patient reported that ¿less than an hour¿ before the allegedly high results she had developed symptoms of ¿sweating, passed out, shaking and incomprehension¿ and the ems were called who performed a blood glucose test on an ems meter at 04:30pm, which gave the result of ¿45mg/dl¿ and the patient was taken to the emergency room (ER) where she had a blood glucose test performed, which gave a result of ¿33mg/dl¿ and she was treated with glucose tablets/gel. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. The test strips had not expired or been stored incorrectly and when a control solution test was performed the results were in range. Product was replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.